Event description:
Customer reported that she had a routine visit with her physician at the hospital and when the nurse checked her blood glucose found that it was close to 500 mg/dl. Customer stated that she was wheelchaired to the emergency room and her blood glucose was over 600 mg/dl at the time of admission. Customer also stated that her sensors tape was giving her issues and she has not been able to use then. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-86505.